Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. The cause, treatment and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain. The patient was treated with unknown antibiotics for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. The patient was retrained in aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.